Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a picture of the pad. A picture of the pad's packaging. The returned pictures did not demonstrate the reported complaint of a burn. Functional testing found that without receiving the device, a detailed investigation could not be performed for the reported complaint. The customer is advised to return the device, so a complete evaluation can be performed. If additional information is obtained, or the product is returned, this investigation will be re-opened. It was reported that the patient experienced skin peeling that was considered a burn after using the pad. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the procedure, the patient experienced skin peeling that was considered a burn after using the pad. There was a black circular spot found in one of the pads as shown in the pictures provided.

Manufacturer narrative:
D10 concomitant product: e7507-db, e7507-db polyhesive ii rem ret el w/cord (lot#unknown); e7507-db, e7507-db polyhesive ii rem ret el w/cord (lot#unknown); e7507, e7507 polyhesive ii rem ret el w/cord (lot#251500024t). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the procedure, the patient experienced skin peeling that was considered a burn after using the pad.

Manufacturer narrative:
D10 concomitant product: e7507, e7507 polyhesive ii rem ret el w/cord (lot#251810287t); e7507-db, e7507-db polyhesive ii rem ret el w/cord (lot#unknown); e7507, e7507 polyhesive ii rem ret el w/cord (lot#251500024t) additional information: b5, d3(street 1, MFR city and MFR region), d4(model number, catalog number, expiration date, lot number and UDI), g3, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.